Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported by the vad coordinator that the patient experienced a "red heart" alarm while on battery power. The patient switched himself over to the backup system controller. The primary and backup system controller log files were reviewed which contained multiple speed drops, pump stoppages and power spikes. The manufacturer's technical service personnel were requested to evaluate the lvad percutaneous lead for any damage. The onsite evaluation tests revealed that the percutaneous lead had 2 open conductors. During the attempt to replace the distal end of the percutaneous lead, a dry bodily material was found underneath the silicon jacket of the percutaneous lead. The evaluation continued until it was determined that the new lead would not provide power to the pump indicating that the open conductors were internal. The procedure ended and a decision was made to exchange the pump from one lvad to another lvad. The manufacturer was notified 6 days later that a pump exchange had taken place on (B)(6) 2011.

Manufacturer narrative:
The explanted device was returned to the manufacturer for evaluation and is currently being analyzed. No further information is available at this time. A supplemental report will be submitted when the device analysis is completed.